Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that initially the bifurcated stent graft was implanted low because a lumbar artery was mistaken for the renal artery. The physician implanted two aortic cuffs proximal to the bifurcated stent graft. During the implant of the proximal cuff, the aortic cuff jumped up and had to be pulled down with wires. It was reported 6 weeks post implantation of the stent grafts, the patient's CT scan demonstrated that the proximal cuff was infolded without the presence of an endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Intervention required. Infolding. Conclusions: stent graft was inaccurately delivered by the user.